Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unable to confirm needle anomaly due to customer return only sensor missing needle. Also found a bent cannula, unable to confirm if customer received sensor damaged, due to customer returning opened and used sensor.

Event description:
It was reported that the customer had high blood glucose levels over 700 mg/dl. It was also reported that the customer had a bent cannula. The customer stated issue with inserting sensors. Customer's blood glucose level at the time 310 mg/dl. Troubleshooting occured. No additional information was provided.